Event description:
It was reported that during a ptca/stent procedure, predilating of the lesion resulted in a dissection. The planned stent would not cross the lesion. The pt was placed on an iabp and sent for CABG surgery.